Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented emergently to the hospital subsequent to multiple shocks. After receiving cardiopulmonary resuscitation for arrest the patient continued to receive inappropriate shocks from the device; a magnet was subsequently placed to prevent further therapy. Upon checking device data, a change in morphology in the programmed sensing vector was observed since the previous interrogation. Automatic setup was re-performed and the sensing vector changed from secondary to alternate. Boston scientific technical services (ts) reviewed device data noting some instances of noise and potential non-cardiac signal in a previously stored episode. Suggestions were provided for additional assessment should the physician choose to perform it. Additional information was later received that a rf overuse condition was also identified via the remote monitoring system. Further, some electrograms (egms) corresponding to episodes recorded to device memory were noted to no longer be available for review due to episode storage limitations. No additional adverse patient effects were reported. This system remains in service.